Manufacturer narrative:
(B)(4). The starclose remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other starclose se device referenced is being filed under a separate medwatch MDR number.

Event description:
It was reported by a patient that she is experiencing pain, numbness and a burning sensation in both the left and right legs after starclose se clips were used in arteriotomy closure of the left femoral artery ((B)(6) 2013) and the right femoral artery ((B)(6) 2013) after angioplasty stenting procedures. The patient reportedly has had ultrasound, x-rays and cortisone injection. The patient had blood test confirming she was not allergic to nickel or titanium. The patient is scheduled to see a neurologist. No additional or further information was available.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Although a conclusive cause for the reported patient effect of nerve damage, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the follow-up medwatch report, the following additional information was received: patient reported pain has continued for four years in both her right and left leg from the thigh radiating to the toes with no treatment. The patient has had a blood clot, bypass and cyst in the left leg since the last stenting procedure in 2013. Currently patient is also experiencing stomach pain which she feels may be another symptom caused by the placement of the starclose se clips. The patient is scheduled for an abdominal CT scan, a follow-up visit with current vascular physician and will pursue a skin allergy test for nickel allergy as patient showed signs of an allergy to nickel jewelry in the 1920s. The patient states she has never been tested for nickel allergy. No additional information was provided.